Event description:
It was reported that the patient underwent a reimplant surgery to get an additional cuff to improve urine continence. During the procedure only a cuff was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that no device had been explanted. The existing device remained implanted and worked correctly, only a new cuff was implanted during the procedure. The patient did not experience any adverse event and was said to be happy with the procedure and waiting to be reactivated after healing. No more information available at the moment. Should additional information become available, it will be provided.